Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers reported a sudden loss of hearing perception. External parts have been checked and found functional. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Caretakers reported a sudden loss of hearing perception with the device. Recipient previously had very good hearing with the device. No swelling or redness at implant site. Recipient has been reimplanted.